Event description:
The customer reported the ventilator would not power on via ac power when preparing to run an extended self test on the unit. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. The manufacturer's service technician confirmed when the ventilator was plugged into ac power the mains led did not illuminate and the unit would not operate on ac power. The service technician replaced the power supply to correct the findings. Performance verification testing was completed and all tests passed per operating specifications. Factory analysis of the power supply found a shorted component on the power supply that may cause a loss of ac power during operation. Upon loss of ac power during operation the ventilator will switch to backup battery and alarm and will continue ventilation until battery power is depleted.